Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged. The patient fell and it was not certain whether this incident led to lead dislodgement. This lv lead was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4), the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.